Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/03/2015.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 05/19/2015 with the following findings: review of the black box data revealed record of call service alarm (064) and occlusion during the prime operation. On investigation, the pump was exercised for 24 hours with duplication of the call service alarm. The pump was found to be operating within required specifications without malfunction.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.